Event description:
It was reported the patient had a ¿moderate¿ severity level seroma. Upon palpation, swelling was felt around the implant site. The patient had a CT scan done on (B)(6) 2013, and fluid around the catheter was found. The patient had medical interventions done; 30cc of serosanguinous fluid was aspirated from the pump pocket site, and 10cc of similar fluid aspirated from the catheter implant site on (B)(6) 2013. The etiology was said to be the incisional site device tract. There was pain and swelling at the incision site. The patient¿s outcome was resolved without sequelae on (B)(6) 2013. The pump was used to deliver fentanyl and bupivicaine.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8598a, serial # (B)(4), implanted: (B)(6) 2013 product type catheter. (B)(4).